Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system won¿t turn on. The philips technician replaced the hard disk of the host pc and reloaded the software, after replacement hard disk of the host pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the hard disk of the host pc. The fse replaced the hard disk and reloaded software on it and returned the system to use in good working order.